Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an error message "cf08" and that the device failed to calibrate. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.